Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
A male patient reported that he had tecnis multifocal intraocular lenses implanted in both eyes. A model zlb00 was implanted in his left eye on (B)(6) 2015 and a zmb00 in his right eye on (B)(6) 2015. He reported that his vision is getting worse. Nighttime halos have been much worse than he was led to believe and have not improved. Additionally he noted that originally the halos were mainly just pure halos. Lately, he's seeing more rays emanating out from the halos. He also thinks his low light vision has gotten worse especially for near vision. The appearance of the halos vary depending on the light source and how far away they are but they often appear as a set of concentric circles. For some light sources the concentric circles are separate and very distinct. For others, they bleed together and aren't as distinct but he can still tell there are multiple circles. He also wanted to point out that at his post-op appointment with an optometrist, his eye chart vision was very good. However, in addition to the nighttime halos, his near vision is not real clear and crisp even though he can read fairly fine print in good light. At his last doctor's appointment, the patient and his surgeon discussed the possibility of a capsulotomy but decided to wait. At that time, the patient was not sure if it was getting worse or not but started to notice a difference soon after. No further information was provided. Since both eyes are affected, two separate mdrs will be filed. This MDR is for the left eye.